Event description:
It was reported the camera head displayed a communication error. The connection section of the main body was wiped off and clean, but the issue still occurred. The issue was found during inspection prior to an unspecified procedure. The device was replaced and the procedure was completed without delay. There were no reports of patient harm.

Manufacturer narrative:
The device was evaluated and the customer's allegation of communication error was confirmed. The device evaluation found an e216 error code was generated due to cable twisting or damage. Additionally, the device evaluation found corrosion of the electrical contacts and a puncture of the connector. Based on the results of the investigation, a definitive root cause could not be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU): the following precautions should be strictly observed. There is a possibility that endoscopic images may disappear unexpectedly or the freeze cannot be released during an examination, resulting in failure to obtain normal images. Do not bump or drop this product. Water leakage may damage the electrical circuits inside the product. The video connector should be connected to the video system center in a sufficiently dry condition, including the electrical contacts. In addition, make sure that the electrical contacts are free of dirt before connecting. Using the equipment with wet or dirty electrical contacts may result in equipment malfunction or failure. If the camera cable is curled up, do not pull it forcibly, but straighten it gradually. There is a possibility that the camera cable may break. Do not apply excessive bending, pulling, twisting, crushing, or other force to the camera cable. Doing so may cause the camera cable to break. When wiping the outer surface of the camera cable, do not squeeze the camera cable strongly. Doing so may cause the camera cable to break. Hold the camera head, not the camera cable, while operating the endoscope. There is a possibility that the camera cable may break. Do not use a pair or other means to secure the camera cable. There is a possibility that the camera cable may break. Olympus will continue to monitor the field performance of this device.